Manufacturer narrative:
Void revision cancelled.

Event description:
Revision of insert reason not reported. Void revision cancelled.

Manufacturer narrative:
It is a known complication that infection is found in joint replacements and may require a second surgical intervention or revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of infection and subsequent surgical intervention, cannot be conclusively determined; however, it is most likely related to the patient's underlying conditions. This device is used for treatment, not diagnosis.

Event description:
On (B)(6) 2018, email communication shows that there was a "wash-out" with no revision. There is no report of device problems or malfunction. There is no additional information provided.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Revision of insert - reason not reported.